Manufacturer narrative:
Initial 1 of 5. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on 01-may-2026 that the patient experienced repeated bent cannula issues across five infusion sets in (B)(6) 2026, leading to severe hyperglycemia and treated with multiple daily injections.